Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/ modem was not properly charging the battery packs. The patient was issued a replacement charger/ modem.

Manufacturer narrative:
Device evaluation of charger/ modem sn (B)(4) has been completed. The reported problem (does not properly charge batteries) was confirmed. As received, the charger/ modem was resetting. The cause for the resets and inability to properly charge a battery pack was a shorted u13 (8-bit cmos flash micro-controller) component. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the shorted u13 component. The patient was issued a replacement charger/ modem.